Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to turn on using ac power, however, it does not turn on when using battery power. The unit does not remain on when switching between ac and battery power. It was found that the fuse f3 circuit was open. With the f3 open circuited the battery will not be charged and the device will not operate on battery power. The fuse was shorted and the charging circuitry was verified to be functional. A service history record review reveals that this unit was in the field for over five (5) years with no related reported issues prior to this reported event. (B)(6).

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the rad-8 does not charge the battery. The device was working properly on ac power, but it switched off immediately when using battery only. No known impact or consequence to patient.